Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she was monitored and released after the blood glucose was stabilized. Customer stated that the hospitalization was not caused by the insulin pump. Customer also stated that the sensor calibration was communicating with the insulin pump. Nothing further reported.